Event description:
A family member reported that they heard a noise and then noticed that the pump gave replace battery alarm. They removed the battery and the battery was hot and corroded.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: corrosion was observed in the battery compartment. The pump powered on normally. The pump was exercised for four hours without overheating or alarms occuring. The pump electrical current draws were tested and found to be within specifications. The pump passed the in house leak test. The pump was opened and there was no evidence of moisture ingress in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).